Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The roche 9180 electrolyte analyzer had a serial number of (B)(6). During a review of the instrument's error codes, several "standard a", "power failure", and "not calibrated" errors were found on different dates. The sodium electrode lot number was 31244047 with an expiration date of 30-may-2025. This electrode was installed on the instrument on 25-jan-2025, with an install before date of 30-may-2025, and was valid at the time of the event. The k electrode was installed on the instrument on 25-jan-2025, with an install before date of 22-sep-2023). The k electrode has an in-use time of 26 weeks; therefore, this electrode expired on 22-mar-2024 and was not valid at the time of the event. The roche reference electrode and electrode housing both expired on 08-mar-2024 and were not valid at the time of the event. After the customer replaced the expired products, qc was acceptable, and the instrument functioned correctly. The investigation did not identify a product problem. The customer was using expired electrodes at the time of the event.

Manufacturer narrative:
The na electrode lot number was 403176. The expiration date was not provided. The k electrode lot number was 468279. The expiration date was not provided. On (B)(6) 2025, the snappak fluid pack was replaced, calibration was performed, qc passed, and a repeatability test was conducted with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) and potassium (k) on a roche 9180 electrolyte analyzer. The initial na result was 151 mmol/l. The repeat result was 133 mmol/l. The initial k result was 4.9 mmol/l. The repeat result was 4.2 mmol/l.